Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600+ mg/dl. The customer's current blood glucose was 278 mg/dl and 575 mg/dl at the time of incident. The customer did experienced the symptoms such as nausea, abdominal pain and difficulty breathing. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was using the insulin pump system within 48 hours of the reported high blood glucose. The displacement test was performed and it was passed. The customer declined the high pressure test. The large air bubble are present into the tubing length. The troubleshooting was performed and the insulin was exited. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.